Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient reported their incision had never healed and they may had to take the thing out. Patient stated this was the second time they put it in and the first time it never healed so they had to take it out again. Agent asked patient if they talked to their doctor about the issue and patient stated they were going to go see their doctor again. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from health care professional (hcp). The device explant was planned on (B)(6) 2024.